Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. Prior to hospitalization the customer stated she had been experiencing high and low blood glucose levels. Troubleshooting was performed and the daily total amount in the history did not add up correctly. Nothing further was reported.